Event description:
The stent elongated during deployement. As a result, another stent was implanted inside and half way through the first stent for additional support.

Manufacturer narrative:
H6= no device returned for evaluation.